Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that externalized conductors were observed on the right ventricular (rv) lead. Diagnostic imaging was performed and confirmed that the conductors of the rv lead were externalized. Lead revision was anticipated to resolve the event; the patient was stable and will continue to be monitored. There were no adverse consequences.